Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states both rear wheels have broken spokes.

Manufacturer narrative:
Additional/updated information was added to reflect the wheels being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both rear wheels had broken/cracked spokes. An expanded evaluation was performed. The expanded evaluation report confirmed that one wheel had cracks on three spokes in the same general location, and the other wheel had cracks on two spokes in similar locations as the first wheel. However, the underlying cause could not be determined.

Event description:
The provider states both rear wheels have broken spokes.